Manufacturer narrative:
(B)(4). Device event logs have been received. The analysis has not yet been completed. A f/u report will be submitted with the findings.

Event description:
Neonate in the nicu was on tpn and lipids. Tpn was ordered for 11 ml/hr and lipids were ordered for 1.2 ml/hr. Lipids were programmed on (B)(6) 2010 around 1700 (a 100ml bag was believed to have been used). At 3:30 am on (B)(6) 2010, the pump beeped air-in-line and the lipid bag was found empty. The rate was found to be 11 ml/hr on the lipid line and the tpn line was found to be 1.2 ml/hr. So, it appeared that the lines were accidentally switched. The pt required extra labwork to assess their triglyceride levels. The hosp has requested an event log review.